Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"From literature ""conversion of failed reverse total shoulder arthroplasty to hemiarthroplasty: three cases of instability and three cases of glenoid loosening"" in-soo song et al., clinics in orthopedic surgery, 2019, 11:436-444. Complications were reported in 6 patients: 3 instability and 3 glenoid loosening."